Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06081 the patient presented into the clinic and was admitted into the hospital due to syncope. Upon interrogation, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Additionally, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The ra and rv leads were both explanted and replaced to resolve the event. During the replacement procedure, insulation damage was visually confirmed on both the ra and rv leads. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of insulation damage and oversensing noise were confirmed. As received, a complete lead was returned in one piece for analysis with the helix extended and clogged with blood/tissue. Visual examination of the lead revealed an external abrasion, which breached the outer insulation and exposed the outer coil at the proximal region. The cause of the reported events were isolated to external abrasion, which is consistent with friction to the device can.